Manufacturer narrative:
Medical device: ddbb1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported a thrombus formed on the right atrial (ra) lead. The patient was treated with anticoagulants, but the thrombus continued to be present despite weeks of therapy. Re-programming was performed, the lead was removed and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead in portions was received. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.